Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found that the fiber was received in one piece, no defects to fiber body. In addition, the fiber tip was in good condition. The fiber connector was analyzed, and was found that light was not passing through, indicative of an internal connector fracture, thus, confirming the reported event. This anomaly could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire. Also, the functional testing determined that there was no aiming beam. During functional testing the console showed: treatments used: 6, treatments left: 4. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on the information from the analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a flexible ureteroscopy procedure, the first fiber used was connected into the console unit without any issues. When the fiber was activated, there was a flash noticed at the place where the fiber was connected into the consoles, also, a noise was heard at that moment. The fiber was not visibly or physically broken; however, the flash detected suggests a possible fiber break. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a flexible ureteroscopy procedure, the first fiber used was connected into the console unit without any issues. When the fiber was activated, there was a flash noticed at the place where the fiber was connected into the consoles, also, a noise was heard at that moment. The fiber was not visibly or physically broken; however, the flash detected suggests a possible fiber break. The procedure was completed with another fiber without patient complications.